Event description:
The manufacturer received information alleging a ventilator's touchscreen failed to respond. There was no harm or injury reported. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a ventilator's touchscreen failed to respond. The device was returned to a third party service center for evaluation. The device's screen was found to be locked. Once unlocked, the device performed as designed.